Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 277 mg/dl (15.3 mmol/l) while wearing the pod between 49 and 71 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge.